Event description:
The customer contact reported unable to prime. The customer contact reported that the piercing pin of the secondary tubing set was inserted into a glass solution container to be used to deliver an unspecified concentration of ofirmev. It was reported that the air filter vent on the piercing pin was in the open position; however, the secondary tubing set was unable to be primed. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.